Event description:
Information received from the field does not address the patient's clinical status but notes that the atrial lead impedance had increased from 600 ohms to 1490 ohms and the capture thresholds had increased to 2.6 v.